Manufacturer narrative:
Device is not being returned; therefore, no evaluation could be performed.

Event description:
Sales representative reported that a pt had an inflammatory response on the tibia approx nine months after an acl repair using calaxo screws. There is no other info available at this time.